Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by legacy full height drawers after the upgrade to firmware version 1 8 2 12. A product support engineer (pse) downgraded the firmware to a previously stable version using knowledge article ka legacy full height drawer no longer accessible after applying firmware 1 8 2 12, as a temporary mitigation to restore stability. The system will upgrade again once a reliable firmware version became available. The pse confirmed that development teams worked toward a permanent resolution. After the remediation was completed, the customer confirmed successful access to the legacy gen 1 full-height drawers, as well as all other drawers, with no further issues observed. The system functioned as intended after the product support engineer (pse) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height cubie had failed following deployment of total firmware package on 1.4.4.2 or windows 10 devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.